Manufacturer narrative:
Final analysis found that the distal insulation was abraded at 12.5 cm to 12.9 cm from the connector pin due to the suture sleeve being tied too tight. The damaged distal insulation would account for the reported oversensing and low lead impedance.

Event description:
It was reported that the atrial lead was oversensing noise. The noise could be reproduced. The atrial lead impedance was less 200 ohms in the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.